Event description:
The dental implant fx4010swc was removed on (B)(6) 2017 due to failure to osseointegrate 10 months and 3 weeks after implantation. The doctor indicated that peri-implantitis caused the implant removal. The patient has a history of diabetes and has been recovered without complications.